Event description:
Technical services received a call on 9/19/11. Caller stated that this ra lead was removed from service (B)(6)2008 and the port was plugged. Caller doesn't know why. Caller is working with dr. (B)(6). Caller wanted to know how to program device with no ra lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).